Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare provider regarding a patient who was receiving dilaudid (10mg/ml) at 3.5mg/day via an implantable pump for non-malignant pain and post laminectomy pain. The patient's medical history included the allergies sulfa and penicillin (pcn), failed back surgery syndrome (fbss), degenerative disk disease (ddd-ig), radiculitis, degenerative disk disease - multilevel, and neuropathy. The patient's concomitant medications included lisinopril, effexor, vitamin d, temazepam, lasix, norco, and venlafaxine. It was reported that in (B)(6) 2015 the patient got shots in his back. At that time the pump migrated and was then touching an area previously operated on and "the two were touching." The patient had not expressed concern of the pump touching any area to the healthcare provider. No troubleshooting or actions were taken as a result of the pump migration and the cause was not determined.